Event description:
Since I started wearing contacts, I have only used bausch & lomb products. Since its release, I have been using specifically renu with moistureloc. I have had a recurring eye infection since october 2005 that my general practitioner prescribed sulfacetamide sodium ophthalimc ointment usp, 10%. The ointment only works temporarily. I will wear my contacts, my eyes will start bothering me almost immediately. I will wear my glasses for several days and then put on a new pair of contacts and the problem comes back. My eyes are running a lot and they are very sensitive to light.